Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to decompensated biventricular failure. The right heart failure existed prior to left ventricular assist device (lvad) implant and a device related issue did not cause or contribute to right heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the death was not considered device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the outcome was not considered to be device or therapy related and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was reported to have been operating as intended. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use and patient handbook outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as information regarding system function. No further information was provided. The manufacturer is closing the file on this event.